Event description:
Tip of cannula is cracked. No pt involved. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA, submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The visual inspection confirmed that the cannula tip was broken off. The broken section was not returned for investigation. The review of our complaint records shows that this issue is an isolated incident as there has been no other similar complaints reported. No batch traceability is possible, since the batch info was not reported. A f/u report will be provided when new info is available. Items marked ni are unk to us at this time.